Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced numerous severe medical problems, including substantial vaginal tissue erosion. The patient reported the device was removed. The device was not returned for evaluation. The company's directions for use outline as potential complications: "tissue erosion".